Event description:
Infection control team was notified by the state of an e. Coli patient that was housed inpatient. Upon notification, chart review was initiated to determine possible causes. During chart review, two egd scopes were used on multiple patients that are confirmed to have ndm e. Coli. Both gastroscopes have been sequestered for examination. Continued on-going discussions with the state concerning this occurrence.